Event description:
Related manufacturer reference number: 2017865-2023-24541 it was reported that the patient's right ventricular (rv) lead exhibited loss of capture and their atrial lead exhibited high capture threshold. X-ray was performed and confirmed that the patient's rv lead and atrial lead were both dislodged. During lead revision, the right ventricular lead was noted to have sustained insulation damage and the atrial lead tip failed to extend. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction b5: updated b5 to include 2:1 av block noted due to rv lead non-capture, it was previously not reported. H6: updated investigation codes for no product return.

Event description:
Related manufacturer reference number: 2017865-2023-24541. It was reported that the patient's right ventricular (rv) lead exhibited loss of capture and their atrial lead exhibited high capture threshold. X-ray was performed and confirmed that the patient's rv lead and atrial lead were both dislodged. Loss of capture on the rv lead resulted in intrinsic rhythm of 2:1 av block. During lead revision, the right ventricular lead was noted to have sustained insulation damage and the atrial lead tip failed to extend. The physician elected to explant and replace both leads. The patient was stable.